Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube placement. Per instructions for use (IFU), the peg tube should be pulled until elastic resistance is felt, kept under tension, fixation plate should be secured into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in the (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2019 it was reported the patient was experiencing pain in the abdomen and in his lower ribs. There is also some bleeding from his stoma. On (B)(6) 2019 it was reported that the patient had intermittent pain in the abdominal region. He was treated with analgesia paracetamol and chest x-ray completed. Blood test showed raised c-reactive protein level of 329, and intravenous antibiotic metronidazole 500mg/10ml given.